Manufacturer narrative:
Additional information: b1, b5, b6, d4 all, e3, g4 510k, h4, h6 health effect - clinical code & medical device problem code, h7, & h9. Investigation pending.

Event description:
Additional information received via the legal department -revision operative report of 6 dec 2022 for revision of total knee replacement tibial and femoral components, polyethylene wear of right knee joint prosthesis. Patient presented with progressively worsening pain in the right knee, recurrent effusions, and worsening instability. The symptoms were interfering with her daily activities. The joint showed large amount of clear synovial fluid, significant synovitis, and polyethylene debris. Upon inspection of the polyethylene, there was significant asymmetric wear particularly at the medical articular surface with some additional wear laterally. Within the joint, there were some free particles of polyethylene debris with were debrided. The patella was inspected and noted to be well fixed. The tibial and femoral components were removed. There was noted to be significant slope on the proximal tibia as noted on preoperative x-rays. A sterile dressing was applied and padded dressings were placed. Patient was discharged on 8 dec 2022. Patient requested removed implants.

Manufacturer narrative:
Added information to e3 and e4.h3: investigation results - the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert and osteolysis. However, this cannot be confirmed because the devices were not available for evaluation and images of the explanted devices and pre-revision radiographs were not provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a female patient, initial right knee implanted with optetrak device on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 4 years 2 months post the initial procedure. Upon information and belief, the plaintiff required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening. The plaintiff experiences daily pain and discomfort in her knee which limited and continues to limit her activities of daily living and impacts her quality of life. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; other economic loss; mental and emotional distress; and pain and suffering. No further information.